Event description:
It was reported that during a coronary stenting treatment procedure, the marker bands of the stent delivery balloon were not placed the expected distance from each other. The lesion being treated was located in the non-calcified, non-tortuous proximal circumflex (cx) artery. The physician was placing the 2.75x12mm liberte bare metal stent in the proximal edge of the cx, very close to the left main (lm). When the physician visualized the marker bands, they appeared much closer to the ostium of the cx than he had anticipated. The physician felt that the "balloon overhang extended out past the marker band." This was seen on fluoroscopy. The stent was deployed successfully. No pt complications were reported. Pt status reported as "fine".